Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq kit was missing an ac adaptor. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2016. The patient manages her diabetes with insulin and continued to take her usual dose of 25 units humalog in response to the alleged issue. The patient reported that an unknown time after the meter issue occurred she developed a symptom of shaky however denied receiving any treatment. During troubleshooting the cca could not confirm if there was missing product when educating patient on the correct kit contents. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom that meets lfs criteria of a serious hypoglycemic event after the alleged issue occurred.

Manufacturer narrative:
Correction #1:the product brand in the original 3500a report should read ot verio iq meter.